Manufacturer narrative:
(B)(4). The investigation is still in progress. A supplemental report will be provided after completion. Related MFR report numbers: 1221359-2022-01508 - 1221359-2022-01541.

Event description:
Customer reported thirty-four (34) false positive results with the ID now covid-19 assay performed on unknown dates. This report is for patient twenty-five (25) of thirty-four (34). Confirmation pcr testing (platform: vita) was performed on an unknown date which generated a negative result (unknown sample type). No further information regarding symptoms, health impact or outcome.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.